Event description:
It was reported that during preparation for breast biopsy, the probe tri-concave needle tip detached during calibration. The patient was prepared with anesthetic for the procedure and was rescheduled. There was no known impact or consequence to the patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.